Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The reported difficulty to advance could not be tested due to the device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the device may have interacted with the introducer sheath or guide wire during advancement, resulting in the reported difficulty in advancement. The analysis confirmed the crossing profile met specification. Additionally, the inner member was found to be bunched and separated, which is consistent with manipulation against resistance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, moderately tortuous tibial artery. An attempt was made for a 3.00x38mm xience skypoint drug-eluting stent (des) and unspecified guide wire to advance through the introducer sheath at the same time, however, resistance was met. The xience skypoint des and unspecified guide wire were unable to cross. An unspecified xience skypoint des was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. Subsequently, returned device analysis observed the inner member was also separated but held together within the outer member 6mm distal to the guide wire exit notch. No additional information was provided.